Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 489 mg/dl. Reportedly, the suspected cause was due to the customer having an infection and being pregnant. Customer attempted to address bg by administering manual injections. While in the hospital, the customer was treated with intravenous fluids. The customer was discharged two days later with no permanent damage. Customer confirmed that the pump was performing as intended.